Event description:
It was reported that pump battery would not charge and pump displayed a power source alert before issue resolved. There was no reported impact to the customer¿s blood glucose level. Customer identified damage to charging cable, changed to different non-tandem charging supplies, and pump began charging, while technical support advised against third-party charging supplies and arranged replacement charging supplies, after which no further assistance was required.